Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and was in the hospital. The customer¿s blood glucose was 560 mg/dl at the time of the incident. The customer was treated with pen. The customer stated that they tighten the battery cap all the way the pump shuts off. The customer got a failed battery test before a weak battery alarm. The customer was advised if alarm was not cleared the failed battery test alarm will recur with each new battery inserted. The insulin pump will not be returned for analysis.